Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. According to the evaluation, the borescope found no sign of brush tip or foreign substances during brush of the scope. Upon evaluation of the returned device the following defects were found, angle rubber glue uneven, scope connector cover reseating, and probe scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of the evis exera ii ultrasound gastrovideoscope, the metal tip of the cleaning brush was lost in the scope during cleaning. The customer reported that there was no air or suction in the reprocessing area and the scope was sent in for inspection. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported, ¿metal tip of the cleaning brush lost in the scope during cleaning¿ could not could not be determined, as no foreign matter, including the tip of the brush, was found inside the scope. It was determined that there was no problem with the device. Olympus will continue to monitor field performance for this device.